Event description:
"Leakage at the anastomosis at about 10cm from the anal area. The anastomotic area was completely open. Day of first surgery: in 2008. No problem. Only after day 7, some problem occurred. Reintervention was done the following month. A final stoma is installed, because re-anastomosis was not possible anymore. The patient is doing very well at this moment."

Manufacturer narrative:
No correction or remedial actions - leaks are common anticipated adverse events in this kind of procedures.